Manufacturer narrative:
(B)(4). The instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure: total hip arthroplasty. After broaching up to a size 12 corail broach, the surgeon then proceeded to use the calcar reamer over the tip of the broach. When the surgeon went to place the std 135 neck trial on the broach, the neck trial would not engage properly. The tip of the broach where the neck trial attaches appeared to be scuffed from the calcar reamer and possibly was the reason that the neck trial would not seat properly. A new corail broach instrument set was opened and the std 135 neck trial fit properly over the new size 12 broach. The surgeon continued with the operation and a successful total hip replacement was completed. No adverse event to the patient was reported. This event caused a delay of surgery of approximately 5 minutes because we had to open a new instrument kit.